Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that the patient presented into clinic and the device was able to be successfully interrogated, which indicated that the device was able to correct the back-up mode (bvvi) by itself to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was in back-up mode (bvvi) due to electromagnetic interference (emi). No intervention has been performed at this time. The patient was stable and will continue to be monitored.